Manufacturer narrative:
The customer has informed siemens healthcare diagnostics that they had put in a new chloride electrode on the advia chemistry 1800, after which they had experienced falsely low results for chloride even after recalibration. They decided to put the old electrode which was working well back on the same system. The chloride assay was then recalibrated and the results on quality control samples and patient samples were recovering within specifications and the customer has notified siemens that no further assistance was necessary. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained falsely low results for the chloride assay on four patient samples on an advia chemistry 1800 instrument. The instrument had a new electrode installed and the customer observed that the quality control samples were running low. The assay was recalibrated using the new electrode and the patient samples were run again on the system. The customer observed that though the quality control samples were within specifications the patient samples were still running lower than expected. The customer then switched back to the old electrode and the chloride assay was then recalibrated on the same system and the quality control samples and patient sample values obtained were within specifications and what the customer expected. The falsely low results and the repeat results for the patient samples for the chloride assay were not reported to the physician(s). There were no reports of adverse health consequences due to the results obtained for chloride on the patient samples.